Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: endoleak, reoperation

Event description:
It was reported to gore via (B)(6) that on an unknown date in 2017, a patient underwent elective endovascular treatment of an asymptomatic chronic aneurysm from dissection in zone 2, which extended to zone 9. The tevar indication was for pain. The primary entry tear was in zone 3. Four conformable gore® tag® thoracic endoprostheses (tgu373720, tgu373715 and tgu373710) were implanted in zones 2, 3, 5 and 6, with coverage extending within zone 9. Additionally a staged branch procedure involving left subclavian artery (lsa), the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post treatment, patency was reported with no coverage of the lsa. At the time of the initial procedure, the maximum aortic diameter was reported to measure 70mm, zone not identified. No post-operative complications were reported for the patient. The patient had a spinal drain placed, was transfused with 3 units packed red blood cells and was transferred to the intensive care unit and discharged to a nursing home on post-operative day (pod) 5. The maximum aortic diameter within the treated area at time of discharge was not provided. On an unknown date, approximately pod 259, the patient underwent reintervention to treat a distal type I endoleak and distal extension of the dissection. An additional aortic stent graft was implanted. No additional details were provided. The patient tolerated the procedure. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.